Event description:
It was reported that the patient had presented in-clinic for a scheduled follow-up, no patient symptoms were noted. The marker channel on a stored high ventricular rate electrogram appeared to be shifted to the right when compared with the events portrayed on the egm. No programming changes were made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.